Event description:
Caller reported they accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer consumed carbohydrates and disconnected from pump to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.